Event description:
Pt was using aligners from (B)(6) and she had been left with posterior open bite and teeth only contacting on the anterior which was causing her teeth to chip. FDA safety report ID# (B)(4).